Event description:
It is reported that a customer was assisted with changing the reservoir set and batteries on their insulin pump. The pt's blood glucose level was at 216 mg/dl. The customer was assisted with a self test which the unit passed. The insulin pump works as designed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.